Event description:
Hemodynamic measurements were lost. It was thought to be a positional arterial line, so this was rewired and there was still no good waveform, so a right brachial art line was placed which also had a dampened waveform. A left femoral arterial line was placed without a difference. Intensivist was brought in and he asked about equipment issues and trailing a switch to a portable monitor to see if there was a difference and there was. Biomed was called in for this. Feedback provided by biomed was that they tested the cables with a simulator and they were bad, needing replacement. Patient was a fresh post-op patient who had been on the unit a short period of time after open-heart surgery when this event occurred.